Event description:
Reporter stated that patient obtained back-to-back blood glucose results of "hi" (> 600 mg/dl) and 128 mg/dl, while using the suspect device. Reporter noted that, 2 days later, patient performed additional back-to-back tests, using the suspect device, with results of 380 mg/dl and 157 mg/dl. Reporter indicated that patient did not base insulin dosage on these values. No patient injury was reported and no treatment was received. Quality control testing had reportedly been performed on the device, 11 days earlier, and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.